Event description:
Just prior to the onset of cardiopulmonary bypass, the user reported that a color chip failure occurred. The device was not changed out. The device was reconfigured to function with only the arterial and venous blood parameter module's.